Event description:
It was reported that a patient presented in the e.r. After receiving a patient notification. Interrogation revealed one low high voltage lead impedance measurement on the svc. The device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.